Manufacturer narrative:
This product is registered as a combination product. Analysis was normal. No anomalies were found.

Event description:
Related manufacturer report number: 2017865-2020-14998. It was reported that the patient experienced a pocket infection and had poor wound healing. Upon inspection, it was noted that there was drainage occurring at the incision site, but after opening the pocket, it was noted that the there was no purulent drainage enclosed and the wound was likely superficial. There was no allegation from a health care professional that the infection was system related and the infection was thought to be linked to the patient's other comorbidities. The system was removed. The patient was in stable condition.